Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation determined that the reported event occurred on several 180 scopes when the maj-1430 were exchanged. Additionally, it was confirmed that the issue occurred due to the paddle connection failure or breakage of the connector part due to handling. The paddle connection failure is a temporary connection failure. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: properly and securely connect all cables. If the cable connector has connection. Screws tighten up the screws. Otherwise, equipment damage or malfunction can occur.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation; however, based on the troubleshooting that was performed by an olympus technical assistance center (tac), it was determined that the paddle connection on the video processor was defective. The customer was advised to return the device to an olympus service center for evaluation and service. A supplemental report will be submitted if additional information becomes available and when physical device evaluation is completed.

Event description:
A user facility reported that when the 180 scopes series are connected to the evis exera iii video system center, there were no image displayed but the 190 series scopes work normally. There was no harm or user injury reported due to the event.